Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patient is working with the physician regarding foot pain and continuing current medication regimen.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3189 , UDI:(B)(4), serial: (B)(6), batch: t00005909.

Event description:
It was reported that patient experienced pain in her right foot following a perm scs implant procedure on (B)(6) 2025. Patient¿s foot is swollen with no discoloration. Patient can barely wiggle her toes and her foot hurst when walking. Patient visited ER. Reportedly, patient still has pain and the physician administered medication to address the issue. Investigation was unable to determine which of the leads attributed to the issue.